Event description:
It was reported by repair work order that the customer alleged that the stretcher will not raise . Upon inspection of the unit by the service technician, it was identified that the alleged issue could not be duplicated and that the jack was operating to specification.

Manufacturer narrative:
Stryker technician could not duplicate the failure and found the jack to be operating to specifications.